Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 10ml ll s/c 200 contained foreign matter. Verbatim: complaint via email. Opened up a bd 10 ml luer-lok syringe in the sterile compounding space and inside the sealed package appeared to be mold or lint inside.